Event description:
It was reported the gastrointestinal videoscope had a scope communication error code e227. The issue occurred during a unspecified diagnostic procedure (during sedation-device inside the patient) which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.